Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of the legal manufacturer¿s investigation, since the device was manufactured over 14 years ago, the likely root cause of the main lamp not turning on was that the power supply unit failed due to normal wear. The power supply switch failure was likely due to normal wear.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from that the user found the examination lamp of the subject device went off and the emergency lamp lit up at the preparation for use. The field service engineer of olympus (B)(4) confirmed the reported issue at the facility. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found that the emergency lamp indicator lit up which might occurred due to the power unit failure of the subject device. Olympus india also found that the power switch was gotten stuck intermittently. There was no report of patient injury associated with this event.